Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. This report is for the second device reported. For the first device reported that was used on the same patient, see MDR 3013394970-2018-00845.

Event description:
The user facility reported that the angio-seal locator could not be inserted into the insertion sheath. The device was not used and was replaced by a second device. However, the same problem happened to the second device; the locator could not be inserted into the insertion sheath. The second device was not used and was replaced by a third device. Hemostasis was successfully achieved by the third device. The procedure before deploying the device was a percutaneous peripheral intervention (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. There was no health damage to the patient. There were no other devices used with the reported product.